Event description:
The customer reported to olympus that during device maintenance, the duodenovideoscope presented with air or water leakage on the distal end. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material was found on the elevator forceps. This report is to capture the reportable malfunction of the foreign substance due to insufficient reprocessing noted during estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the adhesive around the objective lens had been worn; the adhesive on the distal sheath was detached; the forceps channel port had a dent; the guide pin on the connector was missing; due to wear on the angle wire, the play of the up/down knob was out of the standard value; due to damage on the wire, the forceps raising angle did not meet the standard value; the adhesive around the light guide lens was worn; and the plastic distal end cover had a dent. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer does not possess maj-1534 cleaning brush and does not always follow the recommended procedure, despite being trained to the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter adhering to the forceps base and the surrounding forceps base could not be identified and the root cause of the issue could not be determined, however, it was likely due the IFU-recommended reprocessing procedure not being completely implemented, leaving foreign objects on and around the forceps table. The event can be prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.